Event description:
Purchased miracle ear aid for left ear. Returned to the store with issues. Sound was coming and going, then it would go down so low as to not be able to hear at all and the sound was distored, like a speaker that is bad, or turned up too much and sounds fuzzy. The lady adjusted it. After a couple hours I knew there was no change. Called again in a couple weeks, she said come in, I did, she adjusted, no change, this happened three or four times throughout the winter, all the while I was not hearing in that ear. Finally, I called miracle ear in plymouth, mn., they said take it back and ask them to return it to the factory with a detailed explanation. I did. When it returned the sound was steady, but still distorted. On 05/14/06 I sent a letter to miracle ear detailing the problem and the sequence of events. First of june they sent me a complaint form; june 7th returned it; june 13th, letter saying they rec'd it and forwarded it to a rep and he would be in touch. Two or more weeks nothing; called miracle ear; a week or two later he called offering me two choices of replacement; I chose some time around august. Different aid, no change. In my opinion they do not have it programmed correctly. During this time the hearing aid in my right ear started losing power, even with a new battery. Went to the place of purchase, they said it is worn out; I said get me another; they did. Quess what, I can hear great; not only in that ear, but when I remove it from my right ear and place it in my left ear, wow, I hear fine, very clear, no fuzzy sound. In a letter to miracle ear and the rep on september the 25th I explained all of this and asked for my money back. I have been very patient. His response to me dated october 16th is "come in to have it adjusted." You decide.